Event description:
It was reported that the customer experienced a high blood glucose level of 522 mg/dl. While troubleshooting no delivering alarms were found in the alarm history. However, the customer reported that he/she never received a no delivery alarm when administering a bolus. A back light anomaly was also reported. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the functional test, including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had no back light due to a faulty panel. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).